Event description:
The cautery pencil was being used to cauterize a vessel. The tip of the cautery device was being used to send a current through a metal clamp and a spark was generated.

Manufacturer narrative:
The surgeon was cauterizing a vessel during a c-section. The cautery pencil was being used to send current through a metal clamp which created a spark. The tissue on the tip of the device caught fire. The fire was immediately extinguished and the procedure continued without further incident. No injury resulted and no treatment was indicated. Details regarding the generator settings were not provided. Two cautery pencils and four tips were returned. The facility did not indicate which devices were involved in the reported incident. Blood was visualized on the cautery pencils. The tips showed evidence of charring and one tip was melted. The samples were tested in both cut and coag modes and performed as intended. Activation of the cautery device and subsequent contact with a metal instrument can result in arc formation which is a risk for fire. We have determined the root cause to be user error.